Event description:
It was reported that during a total knee arthroplasty surgery for osteoarthritis it was observed that the battery reciprocator device started making an error-like noise and stopped working. During service and evaluation, it was determined that the device was running with low power first and then stopped. It was determined that when the mode switch was changed to the other on mode the device was running normally. It was further determined that the device failed pretest for check function of device. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device started making an error-like noise was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had intermittent operation. The assignable root cause was determined to be due to component failure from wear.